Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the flange of syringe pump was not in the correct position, and it was not in place during infusion. The flange was also making a noise. The event occurred during testing and there was no patient involvement and harm.